Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced implant pain and wanted to explant the device. A device removal surgery has been scheduled. At this time, the event of implant pain has not been resolved. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Pain, discomfort, scarring, inflammation and swelling are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of pain, discomfort, scarring, inflammation and swelling are a known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced implant pain and persistent discomfort in his penis and scrotum. The pain was so severe that it prevented him from sitting for more than five to ten minutes. The pain was more pronounced when he retracted the foreskin for hygiene, due to associated swelling and tenderness. A surgical procedure was performed to remove the ipp. During the procedure, significant scarring and an inflammatory reaction were noted. The event of implant pain has been resolved. No additional information was provided.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced implant pain and persistent discomfort in his penis and scrotum. The pain was so severe that it prevented him from sitting for more than five to ten minutes. The pain was more pronounced when he retracted the foreskin for hygiene, due to associated swelling and tenderness. A surgical procedure was performed to remove the ipp. During the procedure, significant scarring and an inflammatory reaction were noted. The event of implant pain has been resolved. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.